Event description:
It was reported that during a prostatectomy procedure, the clips would not hold after placing. Clips would not release correctly on 3 of the same devices. The surgeon completed the procedure with manual sutures. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.